Event description:
The facility reported that after using an 19g packer/chang iol cutter the blade fell off the scissor. The broken blade was removed and there was no impact to the patient.

Manufacturer narrative:
The device was pitted and corroded showing signs of using an acidic detergent.